Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the pace light-emitting diodes (led's) came on when a new battery was inserted. Analysis did find that the main printed circuit board (pcb), liquid crystal display (lcd), lead flex cover, encoder flex, heart lead flex and battery flex were corroded/contaminated, that the side bail covers were broken, that the ring cover was contaminated, that the serial number label was damaged and that it needed a battery drawer o-ring and a liquid crystal display screw. It was further noted through analysis that the lcd had pixels missing due to corrosion, that the battery drawer was contaminated and that the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when a new battery was inserted into the epg (external pulse generator), the atrial and ventricular pace leds (light emitting diodes) came on. Then, when pressing the on button, nothing happened. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that when a new battery was inserted into the epg (external pulse generator), the atrial and ventricular pace leds (light emitting diodes) came on. Then, when pressing the on button, nothing happened. The epg was returned for repair. There was no patient involvement.